Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent delivery system balloon partially inflated, resulting in suboptimal deployment of the stent. The delivery system was removed through the guiding catheter against resistance, contrary to instructions for use, and the stent separated from the delivery system. Attempts to retrieve the stent were unsuccessful ivus was utilized to visualize the stent, and another stent was deployed over the multi-link to secure it to the vessel wall. Reportely, no pt injury occurred.